Event description:
The customer contacted baxter's service center regarding a high drain 104/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) after use. The technical service representative (tsr) explained the message to the home patient (hp). No information was available regarding the therapy. The tsr informed the hp to use manual bags and contact the registered nurse (rn) to inform her of the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse was not made aware of the alarm. She stated that she knew the patient had a problem with their cycler, but she did not know it was for this specific alarm. She stated that the patient had texted her the other day about an issue with the cycler but the rn was in a meeting and could not call the hp to find out what the issue was. The rn stated that as far as she knew, the patient did not have any additional issues with therapy. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error; an inappropriate bypass of the low drain volume alarm, not including the initial drain. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.